Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose. The blood glucose reading was 23 mg/dl prior to the hospitalization. It was stated that the insulin pump had been alarming and the batteries were removed in order to stop the alarm. The customer was not present for troubleshooting.